Event description:
Caller started the pad is very hot, even when it is not turned on.

Manufacturer narrative:
Qc tested pad 3 separate time and it was heating, (159-167 degrees), shutting off and cooling down properly.